Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. This is an initial report. An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The customer stated a false negative (B)(6) ii results were generated by an architect i2000 analyzer (0.64 s/co). The patient was known to be positive for (B)(6). The sample was retested in duplicate with positive results (9.08 s/co and 9.23 s/co). The false negative (B)(6) ii result was not reported outside the laboratory and there was no adverse impact to patient management reported.